Manufacturer narrative:
The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the operation channel (primary) stuck accessory/object.based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the operation channel (primary).in addition, our technician confirmed that the insertion flexible tube dented; however, this defect is not the main cause, and/or irrelevant to the alleged complaint.based on the technical report "hr-rpt-0588(channel)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown.there was no report of patient harm.operation/suction channel clogged